Event description:
The recipient reportedly experienced partial insertion at initial implantation surgery. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear implant.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed the external visual inspection and the photographic imaging inspection. System lock was verified. The device passed all the electrical tests performed. The device passed the mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed this is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.